Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - after the index surgery on (B)(6) 2016 the patient was never able to achieve full range of motion and was revised to reduce the insert thickness from a 14mm to a 10mm. The patient was taken through range of motion and was able to achieve full flexion and extension to the surgeons expectation. All other components were contained.